Manufacturer narrative:
Reporting institution name (B)(6). A philips authorized service provider (asp) went onsite to further evaluate the unit. The asp confirmed the customer's alleged malfunction observing the alarm sound could not be turn on. The asp replaced the faulty speaker cable to resolve the issue. The monitor passed the self-check and is operating normally. It was confirmed the unit gave an inoperative message at the time of the event. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the speaker cable. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the sound could not be turned on. The device was in use on a patient at the time of the event, there was no adverse event reported.